Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the runtime for the batteries at room temperature and they both just made the required one hour of runtime. The batteries are 4+ years old and are due to expire next month. The fse suspects that the combination of cold weather operation and the batteries being at the end of the service life contributed to the unexpected behavior. Per the user guide, we recommend that the unit not be operated on battery if the cardiosave (and batteries) are outside of the recommended operating range of 50f-104f. The fse replaced both batteries, let them charge overnight, and completed runtime testing. The fse then performed calibration and all functional and safety tests as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown during transport. There was no patient harm and no adverse event was reported.